Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 44mg/dl. The customer¿s current blood glucose was unknown .the customer had issue wither sensor. Troubleshooting was done. Products will be returned for analysis.